Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional testing revealed that (B)(4) contained a faulty cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Event description:
This event involved a patient one year and 2 months post heartware lvad implantation who experienced a change on power source in the controller earlier than expected. The batteries were removed from the patient and a set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The batteries have been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed that one ((B)(4)) of the six returned batteries contained a faulty cell pair. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.